Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc). The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was reported that the patient line was incompletely or loosely connected. The technical service representative (tsr) assisted the hp in turning the hc on and off. Therapy was ended and the disposable supplies were discarded. The patient will complete therapy by manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The patient incompletely or loosely connecting to the patient line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.